Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02061 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed operation and pump stoppages. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the returned segments of driveline from heartmate ii lvas, serial number (B)(6). Of note, the entire driveline was not returned. The submitted log file contained approximately 8 days of data. The log file recorded intermittent low speed operation events and pump stoppages on the final 2 days of the log file. The patient was connected to their power module during all abnormal pump operation. The log file recorded low speed advisory and hazard alarms, and low flow hazard alarms during the abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. (B)(6)was returned assembled with the driveline cut approximately 2 inches from the pump housing, and approximately 25 inches of the distal portion of driveline was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump. The driveline was returned cut approximately 2 inches from the pump housing, and a distal segment measuring approximately 25 inches was also returned. The pins of the metal connector were free from deformation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket was unremarkable, the bionate layer was unremarkable, and there was minor breakdown in the metal braided shield approximately 0.5 inches from the controller connector. The layers were removed, and examination of the underlying wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Incidental findings were also found. Visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had a light brown color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. The heartmate ii lvas IFU rev. B is currently available. Death is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 05nov2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) cardiovascular center in (B)(6) . No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient slipped and fell down the stairs. At the time, the system was running on battery power and there was no alarm, but when the patient connected the epc from the battery to the power module to sleep, the patient confirmed the red heart alarms and reported tightness in the chest. The patient visited the hospital and when history on the system monitor was checked there was a red heart alarm. The primary epc was replaced to a backup epc to obtain a log file. Log file analysis showed pump stops on day 450 and 499. The pump stops occurred while the white lead was connected to the power module and the black lead was connected to a battery. This type of behavior has been linked to issues with the percutaneous lead. The driveline may have been exposed to trauma when the patient fell. Short-to-shield was suspected. Submitted x-rays were unremarkable. The patient underwent a pump exchange on (B)(6) 2020 from hmii to hmii.